Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11 a getinge field service engineer (fse) replaced condensate removal module and safety disk. All functional and safety checks have been completed, and the equipment meets factory specifications; it was now back in use.

Manufacturer narrative:
E1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check the cs100 intra aortic balloon pump(iabp) machine experienced automatic inflation malfunction. There was no patient involved.